Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleges that the device has visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 1/9/2024 and h11 is updated as: the manufacturer became aware of an allegation of rep dream station auto CPAP that the patient alleges that the device has visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. During the evaluation, there was zero error codes found, and secondary findings was observed. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. Section g and h is updated in this report